Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 1 month after the dental implant was installed in intraoral region #23, its non-osseointegration was observed. Sixty ncm of primary stability was achieved and the implant was immediately loaded. The patient presented bone type ii and fenestration occurred during surgery. Bone graft was executed.